Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 22cm distal to the distal end of the strain relief. No kinks or damages shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the delivery shaft was fractured. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in the left main. During the procedure, it was noted that the delivery shaft was fractured and could not cross. The procedure was completed with another of the same device. No patient complications reported and the patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the delivery shaft was fractured. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in the left main. During the procedure, it was noted that the delivery shaft was fractured and could not cross. The procedure was completed with another of the same device. No patient complications reported and the patient condition following procedure was stable.